Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer attempted to charge the pump at 10% battery life and was unable to charge successfully. Subsequently, the pump shut off due to insufficient power and despite being connected to a power source for several hours the pump remained off. Customer reported blood glucose (bg) level was 511 (mg/dl). Customer stated a sliding scale of insulin was used to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.